Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular impedance measurement were noted to be high post device implant procedure. The lead impedance values were manually updated via programmer and the impedance values were noted to be within normal range. The patient was in a stable condition.